Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ errors during a supply change with alert 38 indicating consecutive stalled motor, and the replacement pump also would not rewind; the issue was resolved operationally by replacing the ilet while the user reverted to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the pump consistent with consecutive motor stalls. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.